Manufacturer narrative:
510k: this report is for an unknown cage/spacer/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: vishteh, a.g., sonntag, v.k.h., apostolides, p.j., and dickman, c.a. (1998), anterolateral thoracic and lumbar screw plate fixation, neuro-orthopedics, vol. 23, pages 29-44 (USA). The aim of this retrospective study is to report their experience with nonslotted as well as the newer slotted plating systems, to analyze the construct stability, deformity correction, and spinal canal decompression, and to determine the effectiveness and feasibility of using the anterolateral plating systems in treating thoracolumbar spine pathology. Between june 1993 to august 1995, a total of 17 patients (11 male and 6 female), with a mean age of 42 years for males (range, 26 to 77 years) as well as females (range, 22 to 73 years), underwent anterolateral approach for decompression, reconstruction, and stabilization of thoracic or lumbar spine for trauma, infection, or osteoporotic pathology. Surgery was performed using synthes atlp (synthes, paoli, pa) in 2 patients and a competitor's device for the rest of the patients and reconstruction was performed using harms' cage titanium spacer (depuy, motech, inc. Warsaw, in) or a competitor's device. The mean follow-up period was 35 months (range, 24 to 50 months). The following complications were reported as follows: patient 7: a (B)(6) year-old male patient had occasional pain and no need for medication. Patient 8: a (B)(6) year-old male patient had moderate pain, occasional medications, no interruption of work or activities of daily living. Patient 10: a (B)(6) year-old female patient had occasional pain and no need for medication; became completely disabled; had diarrhea from clostridium difficile. Patient 12: a (B)(6) year-old male patient had occasional pain and no need for medication. Patient 14: a (B)(6) year-old male patient had moderate pain, occasional medications, no interruption of work or activities of daily living. Patient 15: a (B)(6) year-old female patient had occasional pain and no need for medication. Patient 16: a (B)(6) year-old female patient had moderate pain, occasional medications, no interruption of work or activities of daily living. This report is for an unknown depuy spine cage. It captures captures the reported (B)(6) year-old male patient who had moderate pain, occasional medications, no interruption of work or activities of daily living. This is report 1 of 3 for complaint (B)(4).